Event description:
The reporter stated that 3 days after application to a burn, there appeared to be areas where the product did not take. Five days after application, it appeared that the majority of the product had dissolved. The product was removed.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.